Event description:
The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. When the valve was deployed with 4 ml less than nominal volume, complete atrioventricular block (cavb) developed. The doctor moved the inflation balloon to the ventricular side and tried to perform a post-dilation, but the balloon slipped to the ventricular side. When the 2nd post dilation was performed, the balloon slipped again. Blood pressure (bp) recovered normally at this time. The post dilation was performed again (3rd post dilation) and the valve was finally deployed with 1ml less than nominal volume and landed 70:30 aortic/ventricular position. After the 3rd post dilation, bp did not recover well. Intraaortic balloon pumping (iabp) and percutaneous cardiopulmonary support (pcps) were introduced. Additionally, cardiac massage and tracheal intubation were also performed. Transesophageal echocardiography (tee) revealed severe aortic regurgitation (ar) due to frozen leaflet of the implanted valve, and the frozen leaflet did not improve by manipulating a pig catheter. Therefore, the doctor decided to deploy a 2nd sapien 3 valve in the 1st sapien 3 valve (tav in tav). After the 2nd valve deployment, bp did not recover. Aortography (aog) revealed that the sinuses of valsalva was obstructed and the left coronary artery did not have blood flow. The surgical aortic valve replacement (savr) tried to be performed but it was difficult to extract the tavi valves. Therefore, coronary artery bypass grafting (CABG) was performed instead. The patient left the operation room with pcps, iabp and temporary pacing. Additional information has been reported through the japanese tavi registry reporting system as follows, after the tavr procedure, high creatine kinase (ck) was observed. On postoperative day (pod) 3, a chest tube was placed for right hemothorax, but there was no remarkable improvement. Since tee revealed intracardiac thrombus, thoracotomy was performed on pod 4 to remove the hematoma. On pod 6, ck increased again. The doctor decided that the increased ck was caused by decreased blood flow in the lower extremity. Therefore, peripheral sheath was inserted and iabp was replaced. Signs of disseminated intravascular coagulation syndrome (dic) was observed. On pod 8, metabolic acidosis progressed. On pod 9, the patient expired.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 12378. Remains implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - deployed valve exhibits central regurgitation" and "valve deployment and position - leaflet motion restricted - in patient" were unable to be confirmed due to unavailability of relevant procedural imagery/medical record. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. As reported, "patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. Transesophageal echocardiography (tee) revealed severe aortic regurgitation (ar) due to frozen leaflet of the implanted valve, and the frozen leaflet did not improve by manipulating a pig catheter. In this case, multiple post-dilations were performed, which may exert addition force onto the leaflet, which can potentially cause damage to the leaflet, inhibiting the leaflet from proper coaptation, and subsequently resulting in leaflet motion restriction in patient and central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported events. The technical summary was applicable for this case, because the post-dilation was identified as one of the root cause. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences , atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updates to b4, g3, g6, h2, h6, h10 for additional code of central regurgitation.